Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer was reported that buttons were not pressed more than three minutes. Customer stated that the insulin pump had multiple pump error alarms and crack outside battery compartment. Customer reported that they had high blood glucose of 27 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged stuck button alarm, multiple insulin pump errors and damage at the battery compartment found on june 28, 2021. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. All buttons functioned properly and pump passed the keypad voltage test however pump was cut open to perform visual inspection and found moisture damage on the j1 connector on the electrical board. Successfully downloaded history files and traces using thump. No stuck key alarm found in the history files or traces. No pump errors were noted during testing however pump errors 23, 49 and 68 were confirmed in the history files [pump error 23 (june 28, 2021 21:58:02.000), pump error 49 (june 28, 2021 21:57:28.000) and pump error 68 (june 28, 2021 21:57:28.000)]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched lcd window, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Pump error 49 not confirmed. Pump error 23 not confirmed. Pump error 68 not confirmed. Damage (physical or cosmetic) confirmed. Keypad unresponsive/button error alarm not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.